Manufacturer narrative:
Device evaluation the device returned with no damage visible to the catheter or balloon. The balloon folds were open. A tactile test did not detect any kinks or abnormalities along the length of the catheter. A 0.035 inch guidewire was loaded via the distal tip with some resistance noted at the proximal marker band. Negative purge did detect the presence of a leak on the device. The device was pressurized to 8 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue collar. It was possible to inflate the balloon; however, the device did not maintain pressure. The glue fillets were noted to be lifted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an inpact admiral. Balloon inflation difficulties were encountered during inflation and a burst/leak reported. The balloon appeared to lose pressure and was deflating. The balloon was removed from the patient. No patient injury was reported.